Event description:
The pt called lifescan and alleged the one touch profile meter was reading inaccurately low compared to feelings. The readings were running between 3.0 - 4.0 mmol/l. The pt ate food and/or drank beverage and the readings "shot up" to 22.0-23 mmol/l. No symptoms of high or low blood glucose. No medical attention sought. The customer care rep performed troubleshooting and twice the control solution test failed. There is evidence the product malfunctioned. The meter was replaced and return expected.